Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)09; inratio: 3.7; lab: 5.47.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009; inratio meter: 3.7 inr; reference: 5.47 inr; mean: 4.59; confidence-limits: 2.5-6.5. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Meter and strips are not expected to be returned. Further testing is not required at this time. Trend analysis is not required strip lot #21696a was not found in record. Follow-up communication: customer could not provide strip info. Corrective action not required at this time as product deficiency was not established.